Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported ((B)(6)) that the patient's external unit created an electrical short circuit and a burnt smell was observed. Reportedly, there was no patient consequences. Unit stopped working and issue was resolved by replacing the unit.